Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported erroneous results for intact human chorionic gonadotropin + the b-subunit (hcg + b) on one patient sample. In the "first week of february" the result for hcg + b was "around" 1.4 iu/l. This result was reported outside of the laboratory. The physician questioned this result as the patient was pregnant. The patient had an echography confirming her pregnancy. The repeat result for hcg + b was "around" 14000 iu/l. No adverse event occurred. The hcg + b reagent lot number was 18003905 with an expiration date of 12/31/2015.

Manufacturer narrative:
The field service representative determined that the sample probe was not centered and performed a new adjustment. No new events occurred after this action was completed. The instrument is working within specification.